Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 545 mg/dl. The customer did not mention any form of treatment and was not hospitalized. The customer stated that their sensor came off of the site because they were not using the sensor tape. The customer's sensors expired in april. The customer did not want to troubleshoot the issue. The customer was sent a new sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.